Manufacturer narrative:
(B)(4).

Event description:
Patient's daughter and husband contacted dexcom technical support on (B)(6) 2014 to report continuous glucose monitoring (cgm) inaccuracies compared to blood glucose meter on (B)(6) 2014. Patient is not calibrating according to user guide recommendations. Patient's daughter and husband did not report any injury or medical intervention at the time of contact with dexcom technical support.